Manufacturer narrative:
A supplemental was inadvertently filed and status remains that this event could cause or contribute to a serious injury and/or death if it were to reoccur., therefore the original MDR filed on january 28, 2106 is still applicable.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Upon further review of the complaint, it was determined that the reported malfunction is unlikely to cause or contribute to serious injury or death if it were to recur. Therefore, this complaint is not reportable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Correction: the alert date was documented as (B)(6) 2016 on the initial report. It has been updated as (B)(6) 2016. Device evaluation: the actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device did not run, was not functional, had a worn coupling head, sticky upper trigger and a damaged ecu motor and wire insulation on the electronic control unit. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(4) that during an unspecified surgical procedure, it was observed that the small battery drive device made a lot of noise and then stopped working. According to the report, the device made noise during a case without any problems but after the case when verifying the problem, the device had then stopped working. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There was patient involvement. There were no reports of any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly